Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the separation barrier of a bd¿ tube pms plh 13x100 5.5 plbl lim ce was not in the right location after centrifugation, could possibly lead to erroneous results. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the separation barrier of a bd¿ tube pms plh 13x100 5.5 plbl lim ce was not in the right location after centrifugation, could possibly lead to erroneous results. There were 7 occurrences reported but the date/time and or patient information is unknown. There was no report of exposure, injury or medical intervention. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect separator position was observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to incorrect separator position were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect separator position with the incident lot was observed. Additionally, testing of the retain samples was conducted and incorrect separator position was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the separation barrier of a bd¿ tube pms plh 13x100 5.5 plbl lim ce was not in the right location after centrifugation, could possibly lead to erroneous results. There were 7 occurrences reported but the date/time and or patient information is unknown. There was no report of exposure, injury or medical intervention.